Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose while troubleshooting for blood glucose versus sensor glucose differences. Customer's blood glucose was 49 mg/dl. Customer declined troubleshooting for low blood glucose.